Manufacturer narrative:
Baxter received and evaluated the device.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device not detecting the set when inserted, which was reproduced while loading a set. The reported symptom was verified and found during a visual inspection to be caused by excessive grease on the upper latch switch leading to a false detection of a closed door. The excess grease was removed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not detect the set when inserted during preventative maintenance testing. There was no patient involvement. No additional information is available.